Event description:
The cordless driver 3 was sent for evaluation due to metal shavings coming out during a procedure. The metal shavings did not come in contact with the pt. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.